Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor power supply connection was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the monitor screen was black. No patient injury was reported.